Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device system might have an open circuit. The reporter stated that the therapy impedance was over 2000 and the current was less than 7. It was noted that based on the patient's device settings, the battery was expected to last for 3.6 years from beginning of life. The battery was currently reading 3.69 volts a day, but when the impedance was run, it changed to greater than 3.9 volts. It was reported that the patient was not having issues with therapy and was having routine programming the day of the report. The device had a bipolar setting with electrode 3 positive and electrode 2 negative. It was noted that the electrode pairs 0 and 2 and 0 and 3 had impedance measurements greater than 2000. It was noted that the impedance issue on 0 and 3 existed previously. The reporter stated that the patient was not having any shocking sensations, and when the device was turned off the patient was dyskinetic and had better mobility. It was noted that this was not typical. It was reported that the device was used to treat rigidity, and rigidity was improved with the system on. An x-ray of the system was going to be taken. Two weeks later, it was reported that the cause of the event was unknown. The reporter stated that the device was due to be replaced, but that shouldn't cause high impedance. The implantable neurostimulator would be replaced on (B)(6) 2013 due to expected battery failure. An x-ray on (B)(6) 2012 showed no lead fracture, migration, or stretch and the implantable neurostimulator was facing forward and was not flipped. Reprogramming was done on (B)(6) 2012 and reduced the amplitude rate and reversed the bipolar polarity using the same contacts, resulting in improved symptom control without adverse side effects. It was noted that the patient did not require hospitalization and suffered no injury. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 37602, serial# unknown. Product type: implantable neurostimulator: product ID 3387-40, lot# j0527416v, implanted: (B)(6) 2009. Product type: lead: product ID 3387-40, lot# j0527416v, implanted: (B)(6) 2005. Product type: lead. (B)(4).